Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that catheter crossing difficulties were encountered. The 2.50mm x 24mm promus element stent was selected and inspected prior to use. It was noted that there was no visible damage on the device. The physician then advanced the stent delivery system to treat the target lesion but the device was unable to cross the lesion. The catheter was removed and the proceure was completed with a different device. No patient complications were reported and the patient status is good. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination found that the stent was severely damaged and stretched in both directions beyond the markerband. The proximal side was stretched 3 mm proximally over the proximal markerband. The distal side was stretched 7 mm distally over the distal markerband. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).